Event description:
It was reported that this pacemaker was exhibiting migration. Subsequently, the pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Pacing and sensing functions were tested and the device was verified to operate as expected. The exhibited issue is a known inherent risk of device.

Event description:
It was reported that this pacemaker was exhibiting migration. Subsequently, the pacemaker was explanted. No additional adverse patient effects were reported.